Event description:
It was reported that the patient had an increase in seizures, which led to a visit to the emergency room. The patient was not admitted and was told to visit the neurologist for an adjustment to the vns settings. Follow up with the physician found that the patient was seen and did not report any adverse events. It was reported that the patient did not say when the increase in seizures was first observed. Per the physician, the patient was due to have the vns settings increased and was still not at therapeutic levels. The increased seizure frequency relationship to pre-vns baseline levels, question on if the patient had multiple seizure types, and query on if causal or contributory programming, medication, or other changes preceded the event were all marked not applicable. The routine adjustment to settings was performed as intervention. No programming or diagnostic information was provided.

Event description:
The patient reported on (B)(6) 2014 that she had not been to see the patient yet. The patient's device was interrogated on (B)(6) 2014 and the intensified follow-up indicator (ifi warning flag) was observed. Clinic notes dated (B)(6) 2013 indicate that the patient is having a lot of seizures however, the patient was vague about the number and type. The notes later indicate that the provider failed to refill the patient's lamictal prescription, and the increase in seizures occurred as a result. The patient feels sick and dizzy on increased keppra and nothing better. The physician had recommended that the patient be placed on lacosamide when she was seen in the ed, but the prescription was never obtained for unclear reasons. There were no seizures during the visit. The plan was to taper off keppra, increase lamictal, and keep trileptal at the present dose.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The existing generator was embedded deep into tissue and was difficult to remove. The replacement generator was implanted, but diagnostic results revealed high impedance both inside and outside the generator pocket. The surgeon completed the procedure without replacing the lead. The device was reported to have been programmed off following surgery. On (B)(6) 2014, the patient went to the emergency room for pain at the generator incision site. Blood work did not show any signs of infection. The patient was seen by the neurologist on (B)(6) 2014 where the patient reported experiencing an increase in seizures since the generator replacement surgery. Upon interrogation of the newly implanted generator, the settings were found to be programmed to settings that were lower than prior to surgery. The neurologist re-programmed the setting. Diagnostic testing of the device at the office visit revealed lead impedance was within normal limits (impedance value ¿ 2153 ohms).

Event description:
It was reported that in (B)(6) 2014 that the patient reported doing great with vns. The explanted generator was discarded by the hospital. Therefore, product analysis is unable to be completed.

Event description:
The patient reported that she wants vns explanted. She reports having increased seizures with experiencing approximately five to six seizures per week. Good faith attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Adverse event was selected. This information was inadvertently left off the initial report. Outcome attributed to adverse event ¿ required intervention was selected. This information was inadvertently left off the initial report. The suspect device has been updated to the lead.